Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The physician believed that the ipg was pressing on a sciatic nerve. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference and the pocket site was relocated due to pain. No device malfunction was suspected on the explanted device. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The physician believed that the ipg was pressing on a sciatic nerve. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site. The physician believed that the ipg was pressing on a sciatic nerve. The patient will undergo a pocket revision.